Event description:
Related manufacturer reference number: 2017865-2023-52548. It was reported that prior to implant, two implantable cardioverter defibrillators were found to have opaque headers. The procedure was completed with an alternate implantable cardioverter defibrillator on 30 oct 2023. The patient was stable.

Manufacturer narrative:
The reported event of header discoloration was confirmed. No further anomalies were detected.